Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was reprocessed before it was returned to olympus. The endoscope was not used for the procedure with the foreign material attached. The device was inspected before use. There was no delay in the start of precleaning. The device was presoaked before manual cleaning. No abnormalities in the accessories used in reprocessing. The device was appropriately rinsed before manual disinfection. All scope channels connected with tubes when the scope was set up. Instrument/suction channel aspirated water using suction pump. The instrument was sent to our vendor for complete inspection and repair prior to any use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, channel is blocked by a solidifier product that accidentally got into the channel. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event.